Manufacturer narrative:
Correction: e1- reporter last name should have been (B)(6).

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for generator change procedure. During the procedure, when the physician tried to remove the right atrial (ra) lead, it was noted that the torque wrench does not fit the set screw and the set screw could not be loosened. The physician applied force to loosen the set screw and successfully removed the ra lead. The pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of difficult to remove the lead was confirmed. Analysis revealed there was blood accumulation in the a-connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector port and the surfaces of the lead body. This made the lead difficult to remove. The atrial setscrew had no effect on lead removal since it had been untightened normally by the physician. The setscrew was found normal with no stripping or any other type of damage. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector at time of implant. No anomalies with the device or setscrews were found.